Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: four unopened full radius blade, 5.5mm dspl. Ep-1 devices were returned for evaluation of the reported complaint mode, "shedding/flaking". Testing was performed on the returned blades; three of the blades were within allowable shed levels, and one blade failed testing. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A corrective action has been initiated for shedding and/or seizing. The investigation is ongoing. (B)(4).

Event description:
During an anterior cruciate ligament (acl) procedure utilizing a full radius blade, 5.5mm dspl ep-1, it was reported that metal filings came off the blade and into the knee. The tissue being resected was the anterior cruciate ligament stump. The blade was positioned flush relative to the tissue. The surgeon was not confident that all of the debris was removed. A back-up device was used to complete the procedure. The patient¿s bone quality was good. The patient¿s condition was reported as okay post-procedure.